Manufacturer narrative:
Continuation of d10: product ID b3400040m lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2026 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3400040m, serial/lot #: (B)(6), ubd: 24-may-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were high impedances after an implantable neurostimulator (ins) replacement. The patient was experiencing discomfort when recharging, but there were no anomalies reported. They had replaced the extension cable because two of the eight contacts had high impedance after a smooth ins replacement. They couldn't see any damage to the cable but wanted it returned for analysis. Directly after the replacement there were high impedances on contact 10b. Intermittent discomfort radiating from the ins area while charging. They observed for some time and didn't use that contact, but then later noticed high impedances on contact 9a. The extension was explanted on march 05, 2026 and replaced. The issue was resolved.

Manufacturer narrative:
H3. Analysis of extension (s/n: va2q5tf) found broken conductor at the distal end of the extension up to transition point and determined that there was a short between the conductors in the distal end of the extension under dry conditions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.